Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Case description: spontaneous case report was received on 29-mar-2013 from a physician database extraction regarding a female patient, initials unknown with osteoarthritis (kellgren & lawrence grade 3; no prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for previous medical device implantation with synvisc (hylan g-f 20); (first course and grade of osteoarthritis at the time of first course was grade four) and fall. It was reported that the patient was (B)(6) year old at the time of first course of synvisc injection. On (B)(6) 2001, the patient initiated treatment with intra-articular synvisc injection (second course) in right knee, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2001, the patient experienced synovitis of right knee. It was reported that the patient received treatment with intra-articular celestone (betamethasone), at a dose of 02 cc and xylocaine (lidocaine), at a dose of 01 cc for the event of synovitis of right knee. On (B)(6) 2001 (after five days), the patient recovered from the event of synovitis of right knee. Action taken with synvisc treatment was not provided. Concomitant medications were not provided. The intensity for the event was mild. The reporting physician assessed the relationship between synvisc and the event as definite. Follow-up information was received on 10-apr-2013 and the patient initials were reported as (B)(6). The qa (quality assurance) investigation results were received on 11-apr-2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.